Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not provided at the time of the incident. Customer stated the insulin pump alarm kept reoccurring. Troubleshooting was provided. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with constant motor arm failed self-test alarm due to a faulty on the rf board. Unable to perform self-test and displacement test due to motor arm failed self-test alarm.